Event description:
Pt was implanted with the feehand implantable hand grasp system in 1994. Pt was at the time a participant in an ide clinical trial. In september 2000, pt reported some spasms and hand grasp was not performing as strong as it usually did. By october 2000, the pt experienced intermittent malfunction of the device that progressed to implant failure to deliver stimulation. The product malfunction does not pose any risk to the pt. B2: product malfunction.